Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer dialed into the device and logged into the hardware test application. Firmware updates were checked. Auxiliary drawers 4.1 and 4.2 were detected in the hardware test application. The customer inventoried auxiliary drawers 4.1 and 4.2 successfully. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a device was not detected on the bus. The auxiliary drawer in the pacu continued to display a "device not detected on bus" error even after a system reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.